Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708220, , serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v821427, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v847059, implanted: (B)(6)2012, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2001, product type: extension. Product ID: 3888-28, lot# l36218, implanted: (B)(6) 1995, explanted: (B)(6) 2001, product type: lead. Product ID: 3888-28, lot# l36218, implanted: (B)(6) 1995, explanted: (B)(6) 2001, product type: lead. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2001, product type: implantable neurostimulator. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2001, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been placed in a location (belt line) where the patient¿s belt or his seatbelt rubbed it ¿3 times. It was reported that the ¿last time they put it in, they put it in the worst position they could have put it in. I can¿t even wear a belt and I hate suspenders¿. It was stated that they were ¿talking about doing it again a 4th time¿. It was stated that the patient talked with both the manufacturer¿s representative and surgeon (hcp) before the 3rd time and ¿they wound up putting it in a lower place than where it was or right above¿. It was stated that the patient¿s belt rubbed the bottom of the device. It was reported that the hcp stated they would ¿probably have to redo it¿. It was stated that the reason the hcp didn¿t place the device ¿further¿ was because the manufacturer¿s representative ¿didn¿t have any leads that would go farther than that¿. It was reported that a patient¿s implant was first repositioned on (B)(6) 2014 and that they ¿took it out and put another one in¿. It was stated that the implantable neurostimulator may need to be repositioned a third time. It was stated that the healthcare professional (hcp) was ¿checking on longer leads¿ and it was stated that the hcp said to ¿let it go a little while and see what happens¿. It was stated that each ¿repositioning¿ of the ins was a ¿brand new stimulator¿. It was stated that the hcp ¿didn¿t like it this last time when he put it in but he was already cutting on me¿ when the manufacturer¿s representative told him ¿you can¿t go where you want to go because the lead won¿t reach¿. It was stated that the hcp ¿went as far as the lead would go¿. Additional information received reported that the manufacturer¿s representative (rep) was aware of the situation with the spinal cord stimulator (scs). It was stated that the rep did not know the surgeon was going to move the ins to the patient¿s abdomen and did not bring any extensions for the lead to the surgery. It was stated that the rep believed that a revision surgery would be scheduled soon. Additional information received reported that no malfunctions had been seen or cause of the issue determined. No diagnostics had been performed on the device. It was stated that the patient has decided to leave the device where it was. It was stated that the patient felt ¿wearing looser pants/suspenders was better than being in pain¿. It was reported that there were no devices available for return.